Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device experienced a pads cable test failure. The customer swapped out the pads cable but the problem remained. There was no patient involvement.